Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 403 mg/dl and 179 mg/dl. On (B)(6) 2018 customer reportedly received the following results on the performa system within 10 minutes: 327 mg/dl and 150 mg/dl. Readings occurred with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.